Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope has a broken distal tip. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field investigation summary. The incorrect verbiage was removed from the investigation summary. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation the device exhibits disappearing image on half of the screen. The root cause could not be identified. Based on the results of the investigation, the product analysis confirmed that the bending section was blown out and removed. According to the investigation, one or more failure mode(s) identified has been previously investigated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation the device exhibits disappearing image on half of the screen. The root cause could not be identified. Based on the results of the investigation, the product analysis confirmed that the bending section was blown out and removed. According to the investigation, one or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.